Event description:
Caller alleged discrepant results compared with lab. Results as follows: date - 2009, inratio - 6.5, lab - 4.5; two days later, 1.5, 4.5.

Manufacturer narrative:
On 03/10/2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date - 2009, inratio - 6.5, lab - 4.5, mean - 3.00, confidence-limits - 1.8-4.2; two days later, 1.5, 4.5, 5.50, unable to determine. Per tsr, lab result is taken same day. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits and test in three days, has mean > 5.0 and difference between inr's is > 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. Unable to perform retained strip test on ln 080468b due to unavailability. No corrective action is required as no product deficiency was established. As of march 10, 2009, the meter is not expected to return. No further investigation is required at this time.